Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # : (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of thjr, (B)(6); (B)(6) hospital (B)(6) 2019; primary surgery date unknown: liner and head revised for recurrent dislocation. Ceramic liner unable to be removed. Cup removed with liner still in situ. New cup implanted plus poly liner and ts ceramic head. Revision was for recurrent dislocation - possible reasons given by surgeon are: anterior osteophyte causing impingement, cup not anterior enough, contra lateral knee fusion. No implants available - discarded. Jnj representative was present for the case. Male patient ID: (B)(6) aged (B)(6), dob: (B)(6) 1965 no further information available. Unknown implants: 1 x pinnacle 54 sector cup - discarded. 1 x 54/36 ceramic pinnacle liner - discarded. 1 x 36 + 1.5 head - discarded.